Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced renal failure. The patient was transfused one unit of packed red blood cells.

Manufacturer narrative:
Patient device interaction(renal failure): the root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information was provided in d4. Upon review, the serial number has been updated.

Manufacturer narrative:
Additional information was received indicating that the initial report was submitted in error due to a misunderstanding of the patient¿s clinical condition. At the originating facility, it was initially believed that the patient had renal failure and may require dialysis. Following transfer to a subsequent facility and completion of further clinical evaluation, it was determined that dialysis was not required and no clinical issue was present. As a result, the previously submitted complaint has been redacted. The regulatory report submitted on 22-dec-2025 should be considered void and disregarded. No further information will be provided, as there was no adverse event or malfunction associated with the subject device.

Event description:
Clinical narrative: an impella cpsa c9 device was inserted into the right femoral artery in a 51-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage d shock, on multiple inotropes and vasopressors, prior to initiation of support. The impella was inserted for ventricular support post-protected percutaneous coronary intervention (pci). While the patient was in the intensive care unit (ICU), the patient had renal failure requiring one unit of packed red blood cells (prbcs). Dialysis was considered. Six days after impella insertion, the device was removed with a bridge to a heart transplant. The post-procedure outcome is survived at explant. The impella functioned at p-7 at 3.0l/min as intended. Renal failure is a known adverse event associated with impella's mechanical support.

Manufacturer narrative:
This report was reassessed due to discrepancies noted in prior reports. H6 was updated to reflect all applicable codes. B1: added adverse event. B2: added intervention. B5: added updated clinical review. H1: serious injury. H6: omitted code e0742, a24 and added a01 to correct pervious reports. Added all applicable codes.

Event description:
Per a review of the complaint file, this is a reportable adverse event. This report was created to omit follow up number 1. The redaction was sent in error. An impella cpsa c9 device was inserted into the right femoral artery in a 51-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage d shock, on multiple inotropes and vasopressors, prior to initiation of support. The impella was inserted for ventricular support post-protected percutaneous coronary intervention (pci). While the patient was in the intensive care unit (ICU), the patient had renal failure requiring one unit of packed red blood cells (prbcs). Dialysis was considered. Six days after impella insertion, the device was removed with a bridge to a heart transplant. The post-procedure outcome is survived at explant. The impella functioned at p-7 at 3.0l/min as intended. Renal failure is a known adverse event associated with impella's mechanical support.